Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to operational context of the procedure/ patient anatomy as it is likely that repeated grasping to obtain mr reduction resulted in the reported tissue damage and thus resulted in the reported mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip was advanced to the mitral valve; grasping was repeated without difficulty several times to obtain mr reduction, after the fifth grasp, mr worsened above baseline. A posterior leaflet tear was observed. The clip was repositioned medially successfully reducing mr to 2. No additional information was provided.